Manufacturer narrative:
Complaint conclusion: as reported, a hair was found inside the 5f mynx control vascular closure device (vcd) after opening. There was no reported patient injury. There was no damage noted to the packaging of the device. The product was stored in the appropriate cabinet in accordance with the instructions for use (IFU). The actual product was not damaged. A photograph was provided. The device was returned for evaluation. A non-sterile mynx control vascular closure device 5f was received for investigation. The device was returned packed in a plastic bag without the device packaging. Per v analysis, both button 1 and button 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position. The syringe and procedural sheath were not returned with the device. The device was inspected, and no hair was observed on the returned device. In addition, a photo of the mynx control vascular closure device 5f was also received for analysis. Visual inspection of the image showed a mynx control clamshell tray in an opened pouch with a hair protruding out from the clamshell tray. A product history review of lot f2108902, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿foreign material in sterile package¿ was not confirmed as the device was returned without the packaging. A picture was provided however, it cannot be discerned if the hair is on top of the clamshell tray, encased in the tray or underneath the tray. According to the instruction for use, which is not intended as a mitigation of risk, the mynx control vcd is supplied sterile. Do not use if the mynx control vcd components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a hair was found inside the 5f mynx control vascular closure device (vcd) after opening. There was no reported patient injury. There was no damage noted to the packaging of the device. The product was stored in the appropriate cabinet in accordance with the instructions for use (IFU). The actual product was not damaged. The device will be returned for evaluation. Photograph was provided and available for review.